Event description:
The nitrex wire was used to insert a PICC line. The gold tip on the wire dislodged from the main body of the wire. The physician noticed after delivering the PICC line that the wire tip was missing. The physician inspected the PICC line again under fluoroscopy and noticed it was in the lumen of the PICC line. The tip was retrieved with no problem.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Observation findings: specimen #1 presents a complete separation of the coil segment from the core wire shaft. This specimen presents indications of bending overload of the nitinol core wire and tensile/shear overload of the coil to core wire adhesive joints. Adhesive residue is visible on the exposed core wire surface in the joint regions. The specimen presents bends/kinks at 0.40 to 0.45cm, 0.51cm, and 3.13cm from the distal tip of the core wire, and 3.17cm from the distal tip of the coil wire. The coil wire presents deposits of dried blood-like matter on and between the coil wraps. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. Specimen #2 presents indications of bending overload, manifested by bend/kinks located 0.35 to 0.55cm and 1.39 to 1.50cm from the distal tip. The coil wire presents deposits of dried blood-like matter on and between the coil wraps. No other damage or inconsistencies are noted to the specimen at this time.